Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3166, scs lead (x2). Therapy date is unknown. Model: 3169, scs lead (x2). Therapy date is unknown. Model: 3346, scs lead accessory. Therapy date is unknown. Model: 3771, scs ipg. Therapy date is unknown.

Event description:
Related manufacturer reference number: 1627487-2019-07340, 1627487-2019-07344, 1627487-2019-07347, 1627487-2019-07351, 1627487-2019-07353, 3006705815-2019-02391. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was not able to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted.